Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that a latitude alert was detected for device programming of tachy mode other than monitor plus therapy. The reason for programming was unknown. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was subsequently explanted and returned for reliability analysis.